Manufacturer narrative:
(B)(4). Returned product consisted of the jetstream xc-2.1 atherectomy catheter. The shaft was microscopically examined. Blood was present outside and inside the device. Visual inspection of the shaft revealed that the infusion shaft was burst 38.5 ¿ 39.5cm distal of the strain relief. There was numerous buckling/kinking of the shaft distal of the burst infusion shaft. The buckling causes the fluid to back up inside of the infusion sheath and cause the infusion sheath to burst proximal of the buckling. When this happens the device leaks fluid from the burst area and the performance of the device diminishes. This was the case on this device. Buckling is usually caused by the device being pushed, pulled and torqued in the introducer sheath during the procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the infusion line detached. The severely calcified greater than 250mm length target lesion was located in the superficial femoral artery. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure. The physician had crossed about 2/3 of the occluded vessel. Due to the significant calcium present, the physician was pushing very hard on the jetstream catheter in order to advance it forward. The catheter made a popping sound and the clear outer plastic covering on the catheter detached. The detachment occurred at the clear infusion line about 2/3 of the distance back from the tip where buckling also occurred. The portion that detached was outside of the patient. At that point, the physician removed the jetstream catheter. The procedure was completed successfully with balloon angioplasty. The patient was fine and there were no patient complications.